Event description:
Caller alleged discrepant results using the inratio2 meter. Lab draws were performed within an hour of meter testing. Doctor's poc meter is a different brand. Nurse used one finger stick for the side to side testing on (B)(6) 2011; blood was applied to doctor's poc meter first. Pt self tester adjusted her intake of greens to lower her inr. Pt has a little bit of bruising, but says she is very physically active and could have bumped herself somewhere.

Manufacturer narrative:
Investigation pending.